Event description:
A report was received that the patient had a hematoma located on the side of the patient's stomach near the belt line. The patient went back to see her physician to have the blood drained from the ipg pocket. The patient's physician does not believe the hematoma was device related. The physician stated the cause of the hematoma was due to the patient's very thin body type.

Manufacturer narrative:
This is the final report.